Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue without recurrence, and they were advised to contact support again if the problem returned.